Event description:
A surgeon reported that during an initial vns implant he had to waste a lead that did not work. It was reported that he was performing an initial implant and attempted to connect the lead body to the generator and performed system diagnostics and received high impedance results. He then connected the test resistor into the generator and performed generator diagnostics, which were reported to be ok. He reconnected the generator to the lead and reported he got the "high impedance message" again. The lead was explanted. Good faith attempts to have the explanted product returned for product analysis have been unsuccessful to date.